Event description:
Reporter alleged obtaining the results of 400 mg/dl and 107 mg/dl back to back within 10 minutes on the inform system. Reporter stated that an unknown time later, the patient was given (B)(6). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Reporter stated that 3 vials of strips were used and that she was not sure which of those vials of strips were used specifically for the results in this report.